Manufacturer narrative:
A search of the ikaria safety database revealed no safety reports for the inomax dsir during the timeframe indicated on the maude report. A search of the ikaria complaint database during the timeframe indicated on the maude report revealed a complaint report received on (B)(4) 2014 from an air evac service in the united states regarding an inomax dsir ((B)(4)) battery that would not charge. This reporter stated the device was not in use on a patient the device was returned to ikaria for evaluation. On (B)(4) 2014 ikaria pharmacovigilance contacted the air evac service to clarify the event type and patient outcome listed on the maude report. The rn neonatal transport supervisor was familiar with the events of (B)(4) 2014 and confirmed her supervisor filed a maude report, as is their policy with all device issues. The rn stated the patient was stable at the time of transport and although the transport team was prepared to administer nitric oxide via a bag mask set up, the infant's oxygen saturation levels remained in the 94-95% range without no. The neonatologist was informed of the situation and approved the 15 minute transport without no since the infant was stable. The rn confirmed there was no injury or impact to the patient during transport and no intervention was needed. Case comment: (B)(4) 2014: this case did not result in an adverse event; however, it is being submitted in response to the maude report identified on the FDA website. Evaluation summary as is ikaria's practice, this manufacturer's MDR is being submitted in response to the maude report found on the FDA website. A medwatch form was not submitted at the time the event was originally reported to ikaria by the hospital because the device issue was not associated with an adverse event to a patient. Inomax dsir serial number (B)(4) was returned to the manufacturer for service investigation. The customer stated "the battery symbol on the screen was flashing red with 0 charge." Ikaria's regional service center (rsc) confirmed the reported complaint of a running on battery alarm, determined the front panel led was not lit, and identified a power supply as the root cause. The rsc replaced the power supply. The root cause for this incident was power supply - no output. The device investigation was completed on (B)(4) 2014.

Event description:
Inomax dsir battery would not charge [device power source issue]. No adverse event reported. Case description: a routine search of the FDA manufacturer and user facility device experience database- (maude) on (B)(4) 2014 revealed maude report number (B)(4) from a health professional in the united states regarding a battery issue with the inomax dsir. According to the maude report, on (B)(4) 2014 the issue with the inomax dsir resulted in an event type of "injury" with a patient outcome of "required intervention", yet no report of injury was made in the event description which follows. Nitric oxide was applied in-line to ventilator as per protocol at 20ppm. It was observed that the battery charge was 20-25% after having been charging on the shelf overnight and showed full charge during the calibration phase. The unit was applied at 07:25. The infant was moved to the isolette at approx 07:40. The isolette was transported to the heli-pad and at 07:50, the unit alarmed and indicated 0ppm. The tank was checked (full), circuit connections checked (tight and pressurizing). The battery symbol on the screen was flashing red with 0 charge. Prepared to administer nitric via bag-mask setup but 02 sats remained 94-95%. Referring md was contacted and he said to continue without nitric. Upon arrival to the receiving facility the unit was plugged into wall power and the unit would not turn on nor would the charging light illuminate. Upon arrival back at the base, the unit was plugged in and re-tested. The unit turned on, did self-test then shut off. The charging light still did not light up. Unit was tagged out of service and supervisor was notified.